Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump had a corroded battery tube. The pump was monitored and no blank display anomalies were noted. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that after receiving a new battery cap the customer received a blank display. The customer's blood glucose level was 207 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.